Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacemaker battery depleted too soon. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was further reported that the device was explanted.

Event description:
It was reported that the pacemaker battery depleted too soon. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was further reported that the device was explanted. Additional information provided (B)(6), as the name of the "health care professor." Evaluation summary:(B)(4) - the device was returned to the manufacturer and analyzed. Normal depletion was experienced by the device as it met expected longevity.